Manufacturer narrative:
(B)(6). Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient experienced vasospasm. The 90% stenosed target lesion located in the proximal left circumflex (lcx) was 28mm long with a reference vessel diameter of 3.0mm. A mach 1 guide catheter was inserted over a guide wire. The patient experienced vasospasm and was administered verapamil. The procedure continued with pre-dilation and the placement of a 3.0x38mm study stent. Post-dilation was performed with 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel.